Event description:
A customer reported that their AED battery is depleted and the AED does not work.

Manufacturer narrative:
The investigation into the customer complaint is on-going and the cause of the complaint is not known. Should additional information become available a follow-up MDR will be submitted.